Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power supply connectors were reseated during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the system would shut down without command, however, the customer was able to complete the case. There was no patient injury or death reported.